Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during an embolization treatment, the coil detached in the catheter. The coil was removed in its entirety with the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.